Manufacturer narrative:
Review of device logs suggest that the fault was caused by a pressure imbalance. Investigaiton of the device confirmed a faulty pressure sensor. The unit was scrapped to prevent continued use of the device.

Event description:
The user reported that the device did not cool effectively. There was no patient harm; however, this event is considered reportable.